Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator shut down, and displayed a "proximal pressure sensor autozero failed" error code. The device was in clinical use when the issue occurred; the device was taken out of service. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator shut down, and displayed a "proximal pressure sensor autozero failed" error code. Additional details were provided by the customer via email, and it was reported that the pin alignment was good and an order would be placed for a replacement data acquisition (da) board, and solenoid valves. Investigation ongoing / resolution pending.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the solenoid valves (3 and 4 were replaced; the customer then reported that functional testing had passed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.